Manufacturer narrative:
Additional information has determined this was a training event. Please disregard mfg report no 3013756811-2026-115474.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to the customer. Further information is pending follow up.